Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, after several inflations at 14 atmospheres for 10 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with a 4.0 x 220 coyote balloon catheter. No patient complications were reported and the patient's status was stable.